Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic functionality test of the returned device were performed. Visual inspection revealed that there was a reddish material and a hole on the pebax surface. The device was connected to carto 3 system, and no errors were observed. A manufacturing record evaluation was performed for the finished device number lot 31581299l and no internal actions related to the complaint were found during the review. The issue reported by the customer could be related to the reddish material found on the pebax; therefore, the issue reported was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: -verify that the fluoroscopy detector is not too close to patient's chest. If it is, it raises its position. -verify that the fluoroscope tube is not too close to the location pad. If it is, raise the table, or change the fluoroscope position so that the tube is farther away from the location pad. - concerning the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's process, all devices are manufactured, inspected, and released to approved specifications. Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to a thermocool smarttouch sf approved under p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. Initially, it was reported that during the operation, error code '402' was displayed. A second device was used to complete the operation. There was no adverse event reported on patient. The issue with error code 402 (device was not recognized by carto) was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, a hole was observed on the pebax surface with reddish material inside. This was assessed as MDR reportable with an awareness date of 23-jul-2025.

Manufacturer narrative:
Correction to the initial report: the h 6. Medical device problem code has been updated from communication or transmission problem (a13) to failure to sense (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).